Event description:
It was reported that during the implant procedure the physician was unable to implant the pacing lead. The lead was exchanged and patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.